Event description:
It was reported by the customer that a pyxis medstation es system had no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer replaced the drawer controller printed circuit board in drawer module 3.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.